Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the foreign material could not be conclusively specified. It is unknown whether the user conducted reprocessing in accordance with the instructions for use; therefore, the cause of the foreign material remaining in the device could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.